Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the fuses for the imaging system were replaced without resolution as the generator would not power on. The power conversion enclosure, standalone board, power tray and power enclosure charger were replaced with resolution. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system powered down without prompt from the user and would not power on. It was noted that the imaging system was being returned to storage. The power button was reported to be unresponsive and would not illuminate. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the power conversion enclosure charger was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of the generator isolated control board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of the power tray was completed by medtronic personnel. The tray was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found that a transistor, two resistors and a diode had physical evidence of electrical overstress.